Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): becton dickinson and co. - dun laoghaire co ireland b.3. Date of event: (B)(6) 2019. D.1. Medical device brand name: pen ndl 32g 4mm hp 100 box 1200 ca d.3. Medical device manufacturer: dun laoghaire d.2. Medical device catalog #: 320555 d.4. Medical device expiration date: 2023-10-31 d.4. Medical device lot #: 8304725 d.4. Unique identifier (UDI) #:(B)(4). G.1. Manufacturing location: dun laoghaire g.5. PMA/510(k)#: n/a h.4. Device manufacture date: 2018-10-31

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca are dull. This was discovered during use. The following information was provided by the initial reporter: material no: 320555 batch no: 8304725 verbatim: hi. I'm not usually a complainer but I feel as though I have need to complain about my latest box of pen needles. I have been using these for a while now and love them. However, this present box is full of duds. I'm almost done of the box and I have come across quite a few of dull needles. I've have to change it 2 or 3 times several nights therefore going through my box quicker than usual. These are cheap especially without a medical plan.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca are dull. This was discovered during use. The following information was provided by the initial reporter: material no: 320555. Batch no: 8304725. Verbatim: hi. I'm not usually a complainer but I feel as though I have need to complain about my latest box of pen needles. I have been using these for a while now and love them. However, this present box is full of duds. I'm almost done of the box and I have come across quite a few of dull needles. I've have to change it 2 or 3 times several nights therefore going through my box quicker than usual. These are cheap especially without a medical plan.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle are dull. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Verbatim: hi. I'm not usually a complainer but I feel as though I have need to complain about my latest box of pen needles. I have been using these for a while now and love them. However, this present box is full of duds. I'm almost done of the box and I have come across quite a few of dull needles. I've have to change it 2 or 3 times several nights therefore going through my box quicker than usual. These are cheap especially without a medical plan.